Event description:
The following info was reported to kci by the physician on (B)(6) 2011 and (b)()6) 2011: in 2010, a pediatric pt had suffered a gunshot wound in the abdomen, requiring surgical opening of the abdomen. The pt was prescribed v.a.c. Therapy to help close the open abdomen. At some point during therapy, the pt was diagnosed with a fistula. The pt required resection and reconstruction surgery after 5 weeks of parental nutrition. On an unk date, the pt was discharged clinically well.